Manufacturer narrative:
This investigation is compete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient presented to the clinical one week following a prior pocket evacuation due to a large hematoma. A review of the device pocket revealed an infection. This subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted, and antibiotics given. There was a plan for reassessment post infection and reimplementation to be determined. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the patient code.

Event description:
It was reported that this patient presented to the clinical one week following a prior pocket evacuation due to a large hematoma. A review of the device pocket revealed an infection. There was no information if the electrode was explanted, but antibiotics were given to the patient. There was a plan for reassessment post infection. No additional adverse patient effects were reported.